Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, after implanting the iol, a foreign material like a scratch was noted on the optic. The foreign material was removed by irrigation/aspiration and surgery was completed. The patient's progress was uneventful.

Manufacturer narrative:
A used cartridge was returned. Viscoelastic is observed in the cartridge. The tip of the cartridge is damaged on the left side. The cartridge has evidence of placement into a handpiece. The used cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed with disruption in the coating on the left side of the tip. A qualified handpiece and viscoelastic were indicated. The lens information was not provided. It is unknown of a qualified lens was used. The root cause for the reported issue could not be determined. Based on the review of the returned used cartridge, the reported foreign material may have been internal coating material from the damaged cartridge tip. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).